Event description:
Philips received a complaint on the efficia dfm100 indicating that the device turns off without any intervention. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The processor pca (printer circuit assembly part number: 453564489071) with serial number (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the processor pca was fully evaluated and tested with no problems found. The pca was inspected and found to be in good visual condition. Error logs were reviewed, and no records were found indicating system malfunction. The processor pca under functional test was placed on the test fixture, and the fixture turned on with the dfm100 therapy knob set to monitor. The unit powered up and displayed message ¿connect software upgrade flash drive to the usb port.¿ usb upgrade flash drive with version 2.00.28 was inserted and the system successfully loaded software and displayed message ¿upgrade completed restart to run op check¿. Op-check was run and passed. Three manual shocks were successfully delivered within specification, as measured by the test defibrillator/analyzer. The pca was installed in a reference unit and set in monitor mode, connected to a patient simulator, and monitored for the duration of 1 week with no issues. An operational check was run with the therapy knob set to 170 joules and a successful op-check was run resulting in a pass. In addition, a black hourglass on the ready for use (rfu) indicator was observed, confirming that the fixture was ready for use. No fault was found with pca. Pca passed all lab testing. The allegation was not verified as the alleged issue was not observed in the error logs, nor did it occur during lab testing. Based on the information available and the testing conducted, the pca issue of "dfm100 turns off without any intervention" was not verified in lab testing. The processor pca passed all tests and performed as expected. Therefore, there is no fault found (nff) with this processor pca. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device turned off without any intervention. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.